Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 700 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer was hospitalized for elevated blood glucose and was treated intravenously with saline and insulin. The customer was released from the hospital 6 days later with liver and kidney injuries that has since progressed to stage 3 chronic kidney disease. Customer successfully resumed using the pump for insulin therapy.